Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she changed her sets 5 times due to no delivery alarms. Customer stated her dog smelled ketones and woke her up in the middle of the night. Customer's blood glucose was 600 mg/dl. Customer reported another time her blood glucose was 421 mg/dl. Customer treated her high blood glucose with bolus and by changing set. Customer mentioned the tape would not stick. Customer declined to troubleshoot. Customer will not be returning the device for analysis.